Manufacturer narrative:
No product was returned as the screw remains implanted in patient. Review of production records did not indicate any issue related to manufacturing that may have contributed to the event. The cause of the event could not be established with the information available to the manufacturer. No revision surgery was scheduled as of the date of this report.

Event description:
It was reported to 4web medical that a 16mm cervical screw appears to have broken in patient. The issue was discovered during 3month post-op follow-up. The initial surgery was performed on (B)(6) 2024.